Manufacturer narrative:
Per the device information received, the ipg met or exceeded 75% expected longevity. There is no device malfunction. Hence, this event is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.